Event description:
The customer complained of burning throat, eyes, and nose. She did not require medical attention as her symptoms stopped after she spent some time outside of the room where the unit is kept.

Manufacturer narrative:
Report two of five reports from this facility.